Event description:
It was reported the patient felt pelvic pain and discomfort and pain on the opposite side of implant. The patient was seen in the clinic by a nurse and an advance practice nurse prescriber for a urine check and reprogramming. The patient was found to have a urinary tract infection and requested that the device be turned off to see if the pain subsided. There was 50 percent or greater symptom reduction and the cause of the event was not determined. It was unknown which components were involved in the event or if the event cause was device related. The patient was to follow up on (B)(6) 2015 to check on signs and symptoms.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v592585, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information from the healthcare provider reports that the patient was last seen on (B)(6) 2015. The office had tried to reach patient several time without success. The patient was treated after a positive urine c+s results confirmed. Patient was in "alf" and had not returned to office per office staff. The cause and outcome of the urinary tract infection was unknown.